Manufacturer narrative:
Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device was heavily encapsulated, challenging to remove. Operator managed to remove full metal part of device, but the tip of the silicone antenna remains in the patient.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. Upon receipt, the device was interrogated and revealed the eri battery status, detected on may 25, 2025. The devices memory content was analysed, revealing no anomalies. In a next step, the device was visually and mechanically inspected. The inspection confirmed that the electrode tip was missing. In addition, parts of the antenna and the silicone tube were not present, confirming the clinical observation. The root cause for the clinical observation could not be determined. However, it is most likely that this damage occurred during the explantation procedure. Besides this, the analysis showed no anomalies. There was no indication of a material or manufacturing problem.